Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the lead is in process; the results will be forwarded when available.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that the defibrillator conductor was distorted and the lead was damaged at implant.

Event description:
It was reported that the lead was catching on the introducer and was sticking upon retraction. It appeared that the coil separation had been altered and looked bunched up. The lead was attempted, but not used. No patient complications have been reported as a result of this event.